Event description:
It was reported the central station did generate an alarm when the telemetry patient exhibited ventricular tachycardia, which lead to a delay in treatment. No additional information was provided; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: (B)(6).